Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had no readings for more than 3 hours. He was at home and was feeling very faint and "almost passing out". His wife brought him to the emergency room and was treated with 5 units of long-acting insulin and IV by a nurse. His bg was checked and it was 200 mg/dl while the cgm was displaying 260 mg/dl. The patient was admitted for 2 days. At the time of the report the patient was doing fine. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.